Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to severe corroded force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with corrosion on electronic assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received critical pump error and error alarms. The customer's blood glucose was 78 mg/dl. The customer stated that they could not clear alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.